Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was walking difficulty/immobility/loss of balance/inability to get out of bed and numbness. The device was removed and the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient's legal representative. It was reported that the patient underwent a spinal cord stimulator trial with 80% improvement. On (B)(6) 2023, the patient went to the hospital to undergo implantation. A pre-operative MRI showed central disc protrusion at t8/9 facing the cord. According to the operative report, the initial skin incision was made over t10/11. The lamina was elevated and "spinous processes at laminectomy site" were removed. The paddle lead was placed in the epidural space, adjusted under fluoroscopy, and anchored to the ligamentum flavum. The patient was discharged the same day. On (B)(6) 2023, the patient presented to the ER department with near complete paralysis of their right lower extremity, with no patellar reflex. A stat MRI revealed new prominence at t7/t9, contributing to thecal sac stenosis, possible buildup, and cord edema; worse at t8/9 over disc extrusion. The spinal cord stimulator system was contributing to the stenosis. The patient was transferred to a different hospital for consultation with a neurosurgeon. At this hospital, the patient was taken to the operating room. A significant amount of serom a/hematoma effacing the spinal cord was removed. A laminectomy was performed at t7/8, and the spinal cord stimulator system was removed. The patient regained some use of their right lower extremity, but they continued to complain of pain. The patient was transferred to inpatient rehabilitation and underwent extensive physical therapy and occupational therapy; they were discharged on (B)(6) 2023. The patient continued to suffer from right lower extremity pain, spasms, and numbness. They had a significant loss of strength and required assistance when ambulating. The patient also suffered urinary issues since implantation. The patient could not drive or perform duties around their house, and their quality of life had been greatly reduced. The attorney alleged that the healthcare providers should have used proper surgical technique when performing an implantation, as to not cause permanent spinal injury to the patient. They should have ensured placement of the leads were at the correct level as to not cause injury to the patient. They should have refrained from using paddle leads as they were contraindicated for the patient. They should have refrained from placing the paddle leads over the already existing central disc protrusion causing severe canal stenosis. They should have refrained from performing an implantation on the patient. The attorney alleged that the patient had damages and the sequelae therefrom, including but not limited to, various medical, prescriptive, psychological, nursing and hospital expenses, loss of wages and wage-earning capacity, loss of professional opportunity, pain, suffering, emotional distress, humiliation, fright, depression, loss of enjoyment of life, loss of consortium, and other damages.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.